Event description:
A pharmacist reported with a description. Unspecified defect. Additional information was received and stated, haptic was broken. The surgery was completed on the same day using a backup lens of same model and diopter. There was patient contact and there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).